Manufacturer narrative:
Correction/additional information: the actual sample was received for evaluation with an open blister and an evaluation is complete. A visual inspection was performed with the naked eye and a crack in the edge of the minicap was observed. The sample was torque tested on the transfer set for confirmation of the occurrence. The crack is located in a region of the minicap that is easily damaged when there is over-torquing during connection or use. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a crack at the bottom of the minicap was observed. The reported condition was verified. The cause of the reported condition was determined to be excessive force applied to minicap when connecting it. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had a crack in it. There was patient involvement. This event occurred after use. There was no patient injury or medical intervention associated with this event. No additional information is available.